Event description:
It was reported that balloon rupture occurred. The 12mm x 3.00mm nc quantum apex balloon catheter was advanced to the target lesion for predilation. Then a non bsc stent was deployed. The 12mm x 3.00mm nc quantum apex balloon catheter was again advanced to post dilate the recently implanted stent. The balloon was inflated however, it was noticed that the balloon ruptured on the second inflation at an unknown atmosphere. When balloon rupture was observed, the balloon was not inflated. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum balloon catheter with no packaging. There was blood and contrast in the inflation lumen. Examination under magnification revealed a balloon pinhole 6mm from the distal tip and scratches on the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no material or manufacturing deficiencies noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the target lesion for predilation. Then a non bsc stent was deployed. The 12mm x 3.00mm nc quantum apex¿ balloon catheter was again advanced to post dilate the recently implanted stent. The balloon was inflated; however, it was noticed that the balloon ruptured on the second inflation at an unknown atmosphere. When balloon rupture was observed, the balloon was not inflated. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.